Manufacturer narrative:
The ventilator was investigated on-site by our service field engineer. The ventilator passed functional and pre-use check tests and no malfunction was found. The reported alarms could not be reproduced and the air and o2 pressures were within manufacture requirements. The received logs confirmed the reported issue. The technical log does not include any errors that may be associated with a ventilator malfunction at the time of the event. The root cause for the reported issue could not be determined.

Event description:
It was reported that ventilator alarmed for high airway pressure . There was no patient involvement. Manufacturer's ref#: (B)(4).